Event description:
It was reported the device stopped working while on a pt in the operating room. There was a rpm reading but no flow was registering. Pt's vital signs (sp02 and blood pressure) started dropping. Operating room personnel removed the pump from the head and proceeded to hand-crank to get the pt's vital signs up. Pt was then removed from the unit and placed on another. No reported pt effect. (B)(4).